Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The lcd window is buffed up with some major scratches which in turn does hinders the user's ability to read and navigate the menus. Finally the display window cover is missing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keypad and the battery cap was cracked. The customer also reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.